Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia confirmed by fingerstick while using the ilet system, with the lowest reported glucose of 60 mg/dl and approximately 30 minutes under 70 mg/dl, during a concurrent illness consistent with a stomach bug; the device provided low and urgent low alerts, the user self-treated with orange juice and a glucose gel, and no medical intervention or hospitalization occurred. Symptoms included dizziness. Outcomes included self-recovery after oral glucose without the need for third-party assistance beyond kindness and without long-term impairment. Investigation included complaint intake review and user education on sick-day effects and hypoglycemia management. Investigation of this case revealed no device malfunction reported and an unclear cause, with illness as a potential contributor. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.